Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a failure code 814:04 on channel a during servicing preventing further testing. This condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This was not reported by the customer. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service through a review of the event history. This complaint is an ancillary of (B)(4). This condition was caused by a channel a air in line printed circuit board (ail pcb). To correct the condition, the channel a pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.